Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the patient was treated with ventriculo peritoneal shunt to treat hydrocephalus. After procedure, it was found that he had low intracranial pressure. The surgeon thought it was excessive drainage, and then adjusts the valve pressure, but patient symptom did not improve. Finally, the surgeon did the revision procedure, took the valve out and built the new product in the patient. Now patient is in observation.